Event description:
It was reported that during the procedure, the gold piece of the electrode fell into the pt. The doctor was able to retrieve the gold ball and complete the procedure without any complications.

Manufacturer narrative:
The device has not been returned to manufacturer. Additional information will be provided after investigation is completed.